Manufacturer narrative:
Therefore, because this event resulted in medical/surgical intervention to preclude permanent impairment/damage of a body structure, it is reportable per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a profile gt file broke in a patient's tooth. The file was not retrieved. An apicoectomy was performed with retrograde filling to treat the situation.